Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit received with broken battery cap and battery tube threads, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump had alarmed compromised force sensor during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer also reported damage to the battery cap. Blood glucose value was 232 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.